Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that during the laser lead extraction a tear at the right atrial superior vena cava (svc) junction occurred and emergency surgery was required. The explanted lead was discarded. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, date of implant (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.